Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were open and frayed, while the middle part of the braid was fully open with no damage noted. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle part of the returned pipeline flex braid was found fully open with no damage. However, the cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer stated that the braid was not positioned in a bend, ruling out deployment of the braid in the vessel bend as a potential cause. The severe vessel tortuosity, or a damaged braid, could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the fa-55150-1030 catheter reached the distal end of the lesion vessel, pushing the ped-425-30 tip to open and anchor well. The mid-section developed a kink when opening. Repeated attempts to increase and decrease tension, push and pull, and other manipulations still failed to open. The stent was retrieved before the retractable point. Repeated attempts to deploy the stent failed, and the stent was retrieved and replaced with a new microcatheter and a new ped of the same model. The stent was successfully deployed, with good adhesion to the wall, and the procedure concluded successfully. There was failure to open in the middle. The stent was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline resheathed and removed with the microcatheter. No patient symptoms or further complications we re reported as a result of this event. The patient is alive with no injury. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery c4 cavernous sinus segment a neurysm with a max diameter of 20 mm and a 6 mm neck diameter. The landing zone was 3.8mm distally and 4.08mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was not administered. The angiographic result post p rocedure was the stent adhered to the wall and immediate aneurysm contrast agent retention.